Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. The high blood glucose level of customer was not under 438 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that auto mode feature was active at the time of incident. It was found that customer had not experienced symptom related with high blood glucose level. Customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.